Event description:
During a bard transurethral sling via transobturator approach, the obturator fossa was identified. A small skin incision was made with a scalpel. First the left needle was passed, and brought through the vagina. The transobturator was attached and brought back out through the skin incision. The same procedure was performed on the right side. Upon attaching the sling device, the attachment between the needle and the sling was faulty. It would not stay on the passer. The device was replaced.